Event description:
Radionics radiofrequency machine model rfg-3c graphics rf lesion generator system. Used for rf procedure, cervical. Demonstrated accurate self check prior to procedure. Performed 1st level without incident. 2nd level machine guages registered inappropriate reading at a fast, irregular rate. Procedure aborted. Subsequent cases canceled. The device is being sent out for inspection but will be available to MFR at a later date for eval and review.